Manufacturer narrative:
This part is not approved for use in the united states; however a like device, catalog # 7753500, 510k # k082728, UDI# (B)(4) was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent posterior fixation surgery at t2-t3 due to cancer metastasized to the spine and internal fixation to treat destruction to the vertebral body. Intra-op, set screw was broken. The set screws were threaded from the root and it was unable to place crosslink and after that unable to remove the set screws. There was a delay of less than 60 minutes in overall procedure time as a result of this event. No patient complications were reported.